Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a red screen with error code 46011. Found during testing.

Manufacturer narrative:
D3 - mfg establishment name: corrected. One device was received for evaluation. Visual and functional testing was able to verify and duplicate the reported problem. It was determined that the real time clock battery coin was the root cause was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.